Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Event description:
It was reported while using bd syringe 50/60ml luer lok the plunger rod was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 06:00, the child needed to be infused with intravenous nutrition solution. When the nurse opened the syringe package to draw the medicine solution, she found that the piston base of the 50ml syringe was damaged, and immediately replaced it with a new syringe to draw the medicine solution infusion.

Event description:
It was reported while using bd syringe 50/60ml luer lok the plunger rod was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 06:00, the child needed to be infused with intravenous nutrition solution. When the nurse opened the syringe package to draw the medicine solution, she found that the piston base of the 50ml syringe was damaged, and immediately replaced it with a new syringe to draw the medicine solution infusion.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.